Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump touch screen was cracked and unresponsive. The customer declined to provide additional information regarding the issue. There was no reported adverse impact to the customer's blood glucose level.